Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat a highly calcified, non-tortuous distal right lesion using a resolute onyx rx drug eluting stent. The lesion was not pre-dilated. The device was inspected with no abnormalities noted. Slight resistance was noted while advancing the device, the system could not be pulled back. A guide liner was also used during the procedure. During the procedure and shortly after the entire stent passed through the launcher guide catheter, the stent got stuck possibly on calcium and the distal portion of the stent flared close to the shaft. The physician attempted to pull the stent back but it started to crunch against the launcher. The physician had to cut the shaft in order to retrieve the stent and the whole system was pulled out including the wire, guide and stent. The launcher was examined but not kept. No damage was reported to the launcher. The physician also tried to deliver a non-mdt stent but that could not be delivered either. No damage noted to the guide wire on removal from the patient. Patient is fine post procedure. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.